Manufacturer narrative:
Annex codes have been corrected to properly reflect the investigation results. Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter: per customer "patient was requiring excessive doses of propofol and still not settling. It was finally identified that the cap was leaking despite being applied appropriately." See bd product incident report # (B)(4). Product#: 383512